Manufacturer narrative:
(B)(4). Batch #t5dw1p. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage, with a 6r45b cartridge present. The reload was received unfired. In addition, a 6r45b cartridge (a) was received fully fired. The device and returned cartridge were tested for functionality and it fired, cut and formed the staples as intended. The staple line and the cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as no malformed staples were observed. The device performed without any difficulties noted. Additional information was requested and the following was received: is the current patient status known? Rep followed up with the surgeon on 3/12. The surgeon stated the patient is recovering well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that during a robotic prostatectomy, the rnfa attempted to fire an ats45 with a blue reload (6r45b) over the dvc. It was the first firing. The rnfa stated compression and jaw closing felt normal, however, upon firing the device and opening the jaws, there was bleeding and what appeared to be incomplete staple formation. The rnfa fired an ats45 for two firings with two blue reloads (6r45b) over a pedicle. The surgeon stated that there was bleeding related to the firings. The rnfa stated at the end of the case that the patient was oozy, and he did not blame the stapler for bleeding. Suture and advanced bipolar energy was needed to control bleeding. There were no patient consequences.